Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported that the retrieval string was missing from the tampon. The pledget was removed successfully. She did not experience any adverse health effects and did not require medical attention.